Event description:
Related manufacturer reference number: 1627487-2022-00501. It was reported that the patient experienced an infection at the extension site. As a result, the physician explanted and replaced the extensions. Patient was stable and had effective therapy following the procedure.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated. Reporter phone number: (B)(6).